Event description:
A remstar auto device was returned to a third-party service center regarding a thermal event. There is no allegation of serious or permanent harm or injury to the patient, and neither was there any report of medical intervention. The device was not documented to be in patient use. During the evaluation of the device, the service technician observed that the j9 connector assembly was burnt. Additionally, the evaluation of the device data identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. The service technician also noted dust contamination. No repair was performed. The device was scrapped by the service center after the evaluation was completed.

Manufacturer narrative:
The device mentioned in this complaint has exceeded its useful life per the applicable IFU.